Manufacturer narrative:
Medtronic received additional information that prior to the procedure, the patient had ruptured mitral valve chordae, resulting in severe prolapse of the posterior leaflet and severe regurgitation. Following resection of posterior leaflet, the 32mm annuloplasty band was lowered into place. There was persistent regurgitation. The surgeon felt this was due to retraction of the "p2" portion of the leaflet. The 32mm band was removed and replaced with a 34mm band of the same model. Residual regurgitation remained, therefore the band was removed and replaced with a 27mm non-medtronic bioprosthetic valve. No additional adverse effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 6 38bl34, serial/lot #: (B)(4), ubd: 19-oct-2020, UDI#: (B)(4). Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of a mitral annuloplasty band, it was explanted and replaced with another band. It is unknown if the 32mm or 34mm band was implanted first. The second mitral band was also explanted immediately after implant and replaced with a non-medtronic product. The reasons for explanting the bands are unknown. No additional adverse patient effects were reported.